Manufacturer narrative:
The returned products were transferred to bioengineering for review. A report was received stating: the complaint of ¿the pin stuck in hole and broke from the connecting part¿ appears to be justified as the right proximal up pin hole of the attune measured sizing and rotation guide would not freely accept attune pins. A visual assessment of the returned parts reveals that fixation pin hole has some burring of the pin hole bore and that the steinmann pin has deep radial gouges. It is believed that this damage to the pin-hole is creating interference between the pin and the hole which is preventing the insertion of new unused 1/8¿ pins. It is possible that the deep gouges of the steinmann pin returned caused the burring of the pin hole bore, however, this cannot be confirmed. The issue seen here is not believed to be a design issue. It is not clear what has caused the damage to the pin-hole, however, if damaged pins are used burring to the bore of the pin hole may occur which could lead to difficulty in introducing the pin holes. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pin stuck in the hole and broke from the connecting part.